Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during first programming session post-operative that all the contacts on the system lead either read high or low impedance values. The stimulation was turned on and felt but stopped with patient movement. Further, x-rays indicated the lead had been moved out of the epidural space. The patient underwent surgical intervention to revise the lead. The exact date of revision and the type of revision is unknown at this time. Patient reported effective coverage. No further patient complications were reported.